Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown / unknown head/ lot # unknown, item# unknown/ unknown liner / lot # unknown, item# unknown / unknown cup/ lot # unknown, item # unknown/ unknown stem/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00017.

Event description:
It was reported patient has been indicated for revision due to dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records. Medical records indicated dislocation. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.